Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys syphilis on a cobas e411 disk. The patient sample initially resulted in a syphilis value of 0.267 coi (non-reactive). The sample was repeated, resulting in a value of 26.40 coi (reactive). The sample was also repeated on (B)(6) 2026, resulting in a value of 24.79 coi (reactive). The sample was repeated a third time and the result was reactive. The sample was tested using a vdrl method and an unknown "card" method; the results from both methods were positive.